Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Concomitant medical products: 475cc mentor smooth round high profile memorygel breast implant catalog: 3504754bc lot: 6980700 serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) hispanic female patient who underwent primary breast augmentation surgery with a 475cc mentor memorygel breast implant experienced left sided capsular contracture baker grade iii post procedure. As a result, patient underwent bilateral removal and replacement with two 420cc mentor smooth round high profile saline breast implants on (B)(6) 2019.

Manufacturer narrative:
On 12/3/2019 additional information was received, the mentor failure analysis lab received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on 12/6/2019. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During visual inspection of the device it was observed with no apparent damage. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Manufacturer's reference number: (B)(4).